Event description:
In (B)(6) of 2009, I had surgery to remove scar tissue/adhesions (laparoscopy) from a surgery that I had in 2004. I had experienced severe, chronic abdominal pain from the 2004 surgery. At that time, I also had a transvaginal mesh used for pop - symptomatic rectocele. About 2 months after surgery, I noticed extreme pain during intercourse. I did not have pain during intercourse before this surgery. In order to stop the pain during intercourse, I have had vaginal injections, had months of physical therapy, been prescribed numerous medicines, had bio-feedback - etc- and an additional surgery (B)(6) 2011 for a mesh revision. This did not correct the problem. I am now looking at another surgery to remove the mesh with no guarantee that it will stop my pain. The mesh used was an elevate mesh.